Manufacturer narrative:
The customer did not return the device for evaluation. The test strips involved in the event occurrence expired in jul-2021. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in as the customer's age and weight were not provided.

Event description:
The customer reported that at 9:27 p.m. He obtained a blood glucose reading of 53 mg/dl on his contour meter. The customer performed repeat tests on his contour next link 2.4 meter and obtained readings of 345 mg/dl at 9:50 p.m., 190 mg/dl at 9:57 p.m., 470 mg/dl at 9:59 p.m., 47 mg/dl at 10:18 p.m., and 38 mg/dl at 10:22 p.m. At this point, the customer was not presenting any symptoms of hypoglycemia and took 35 units of insulin. The customer had called ascensia diabetes care at 10:38 p.m., and during the call, the customer fainted. During the follow-up, the customer's mother stated that the customer recovered at home. No further event detail was provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.